Event description:
Patient mother states patient pump sn (B)(4) "doesn't work anymore" but couldn¿t give me any more information than that states that son texted her and told her he switched to backup pump. No harm to patient. Sending patient replacement pump for tomorrow. Patient will return broken pump to us. No further information. Is the actual device for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Dose or amount: remodulin 143ng/kg/min, frequency: continuously, route: subcutaneously. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: primary pulmonary hypertension.